Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. In addition, it was reported that the customer's cartridge leaked. There was no reported impact tot he customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.